Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2015. (B)(4) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, numbness, "foreign (hissing) sensation", "reticular red-purple rash", "light yellow purpura", "skin elevation", tenderness, "anemic color (pallor)", hyperesthesia, pale skin, ischemia, impairment of blood circulation, peripheral neuritis, venular angiitis and embolism are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ischemia, numbness, edema, pain, rash, erythema, bruising, skin discoloration and neurological deficit/dysfunction: "[warnings] usage method 1.do not inject into blood vessels. [It may cause embolization of blood vessels.] 2.use the product with caution when injecting in to the regions where the skin is typically thin and the vessel caliber is small and there is less collateral circulation (such as inferior to the orbital rim, the tear trough, periorbital area (eg, crow¿s feet lines), glabellar and forehead.). Use shall be based on a thorough understanding of the facial anatomy of the injection area. [Vision abnormalities/blindness and necrosis (of nasalalar etc.) May be caused by mis-injection into blood vessels of compression of blood vessels and nerves, etc.] [Precautions] 4. Malfunctions and adverse events the following malfunctions and adverse events have been reported, potential adverse events are included but not limited. (2) adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, etc.)"

Event description:
Healthcare professional reported injecting a patient with juvederm vista ultra plus xc in the forehead. Following the injection, the patient complained of "dull compressive pain in areas around the puncture sites" with "blue purpura." The next day, the patient had "heavy pain occurred in the back of the left eye" which was followed by a "foreign (hissing) sensation in the posterior left inner canthus and numbness from the anterior part of the left eat to the left cheek." Six days after injection, "reticular red-purple rash occurred in areas" around the injection sites. The patient was reviewed the following day and had a "light yellow purpura" from "1/3 of the left side of the forehead" around the injection site "to temple including red-purple reticular rash." "Skin elevation" at the injection site improved after injection with hyaluronidase. The "tenderness and dull pain in the forehead and buccal numbness were relieve at the same time. Patient was given prostandin ointment using a double layer with zinc oxide ointment and methycobal. The day after that, the livedo has been partially resolved and the "light yellow area where purpura had been suspected presented an anemic color (pallor)." Patient was injected with kenacort, hirudoid soft cream and additional prostandin ointment. The following day, the patient only had hirudoid soft cream and prostandin ointment applied. The patient had developed "livedo (suspected embolization or angiitis) on the left side of the forehead to the left temple, tenderness, dull pain in the back of eyeballs, hyperesthesia in the internal canthus, and numbness in the 1st and 2nd territory of the trigeminal nerve." Five days later, the livedo has "further shrunk" and the "pale skin returned to almost normal color, but foreign sensation still persisted in the back of the eyes." Physician noted "venular angiitis or embolization was suspected from the clinical course and symptoms observed." There was "extensive ischemia and resulting impairment of blood circulation due to compression caused by the injected product." The "possibility of peripheral neuritis in the areas of the trigeminal nerves and supraorbital nerves cannot be ruled out." Symptoms are ongoing.